Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) , 2025, feedback was received from nurses in the using department: during the placement of an indwelling needle on (B)(6) , 2025, no blood return was observed. Palpation indicated the needle had shifted within the catheter. Upon removal, it was discovered that the needle had separated from the indwelling catheter.

Manufacturer narrative:
Correction: (b) date of event. Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the use of the sample is unknown, so the root cause of the complaint could not be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
Annex e and a code have been updated.

Event description:
Annex e and a code have been updated.